Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the customer through emergency support program that the sensation plus 50cc was working as intended. No patient harm or injury was noted. The alleged issue was not related to a device malfunction, rather user error (not placing the pressure bag on the inner lumen at insertion).

Manufacturer narrative:
Updated fields b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, the root cause has been identified as user error. The inner lumen clotting occurred due to delay in connecting the transducer and pressure bag to establish continuous forward flow, allowing blood to stagnate in the lumen and clot. There was no malfunction of the iab, rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit.